Manufacturer narrative:
Results code 2: the imaging evaluation stated the following: on (B)(6) 2014 pre implant cta: the diameter of the 15mm distal to the renals appear to be 19mm without thrombus or calcification. There appear to be no aaa, the length from the renals to the aortic bifurcation appears to be 78mm. On (B)(6) 2015: pre-implant marker catheter angio appears unremarkable. Post deployment the left side of the proximal end of the trunk appears sit ~5-6mm off the aortic wall. Pre and post deployment bridging device: on the final angiogram the left side of the proximal end of the trunk appears to lie ~2-3mm off of the aortic wall (B)(6) 2015 re intervention angio: comparing images from (B)(6) 2015 the proximal end of the trunk appears compressed. The device appears to have moved distally. The proximal end of the device appears twisted and compressed. There appears to be thrombus in the lei and contras is not seen within the left limbs of the device. The proximal end of device appears ~7-8mm off of the left wall. Contrast does not appear to flow within the device. A balloon is inflated in the proximal end of the device. Post balloon inflation the proximal end of the device appears open. Undeployed device positioned proximal to the original device. The device is positioned and deployed within and proximal to the original device. Conclusion: according to the gore excluder aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include, but are not limited to: arterial thrombus and neurological damage.

Manufacturer narrative:
Additional device information: (B)(4).

Manufacturer narrative:
Results: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
On (B)(6) 2015, a patient underwent special access treatment of a common iliac aneurysm with a gore® excluder® aaa endoprosthesis featuring c3® delivery system and gore® excluder® iliac branch endoprostheses. On (B)(6) 2015 the patient presented to the emergency department with bilateral leg ischemia. It was reported the proximal edge of the gore® excluder® aaa endoprosthesis featuring c3® delivery system had collapsed. On the same day a reintervention procedure was performed whereby a coda balloon was used to expand the device and an optimedxl 24mm x 60mm stent was placed to maintain aortic patency. The patient tolerated the procedure and the right limb ischemia is resolving although there is still some residual neurological deficit in the patient¿s right leg. Images following the procedure showed that the gore® excluder® iliac branch endoprostheses, positioned on the right are still patent. Thrombus was noted in the left common iliac artery between the gore® excluder® aaa endoprosthesis featuring c3® delivery system and the vessel wall. A follow-up CT scan is planned.